Event description:
It was reported that malfunction alert 199 appeared in Tandem Source, and customer service informed caller this indicated pump malfunction with malfunction code 0 and non-resettable condition, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was informed pump was within warranty, was advised pump needed replacement, planned to use multiple daily injections as backup therapy, had pump serial number and shipping address confirmed, received storage mode instructions for transport, and was instructed to return malfunctioning pump to Tandem within 10 days using provided prepaid label and return box.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.